Event description:
An aneurx stent graft system was implanted in a pt for treatment of a 5.3 cm abdominal aortic aneurysm, following ascending aorta surgical repair. Vessel morphology was reported as disease progression with aortic neck dilatation. It was reported that the stent grafts were explanted during surgical conversion due to aneurysm expansion from stent graft migration and a proximal type 1 endoleak. At the time of implant, the proximal aortic neck measured 24-26 mm, and was 12 mm in length. The pt was lost to follow-up, until a 52 months, when the stent graft was found to have migrated into the aneurysm sac, with a proximal type 1 endoleak and aaa diameter increase to 66 mm. The follow up exam was performed by an outside facility. The proximal neck was reverse funnel shaped; measuring 30-40mm in diameter. The pt was successfully converted to open repair 3 months later. The analysis of the explanted stent graft has been completed. It is likely that the aortic neck dilatation was the cause of the stent graft migration, leading to a proximal type 1 endoleak and aaa expansion. From the examination of the returned device, there were no stent graft integrity issues observed on the proximal sealing zone at the bare spring and spring #1. No add'l clinical sequelae were reported and the pt is fine.